Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks due to an atrial driven event. The patient was evaluated in a hospital setting and admitted for further evaluation. No additional adverse patient effects were reported. Currently, this device remains in service.